Event description:
The reporter contacted animas on (B)(6) 2012, reporting that the ok keypad button was slow to respond. The reporter stated that the ok symbol was worn. The patient continues to wear the pump. The reporter denied damage or moisture to the pump. The patient reportedly wore the pump attached to a belt and cleans the pump with a q tip. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing, the ok keypad button was intermittently unresponsive; all other buttons responded appropriately. During investigation, evidence of contamination was found all key contacts.